Event description:
It was reported that the customer experienced hypoglycemia to 49 mg/dl after a meal announcement while using the ilet system, and the episode persisted for about 1.5 hours before returning to the target range. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates, including 2¿3 glucose tablets and applesauce, without the need for medical assistance or hospitalization. Investigation included troubleshooting and user education regarding algorithm adaptation and the 15/15 rule for hypoglycemia treatment. Investigation of this case revealed no alerts or alarms reported and no device malfunction identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.